Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1087 mcg/day) via an implantable infusion pump. It was reported that the pump had stalled without recovery. The device was explanted and the patient requested to take the device home.